Manufacturer narrative:
The pod was thoroughly evaluated and no evidence of any malfunction or manufacturing deficiency was found that would have directly caused or contributed to the customer's high bg levels. An air bubble, however, was found within the pod's insulin reservoir - this typically occurs when air is introduced into the pod during the fill process and is not related to any manufacturing process issue or product defect. The omnipod user's guide instructs users on proper filling technique and includes the following warning: "never inject air into the fill port. Doing so may result in unintended or interrupted insulin delivery." Interrupted insulin delivery has the potential to result in high blood glucose levels. "User error", therefore, is considered to be a contributing factor to the customer's reported high bg levels. Insulet has initiated an internal investigation to determine if marketing can improve education and training related to this topic. The investigation is in-process as of the date of this report. Note: the customer stated that the cannula "appeared to be broken" and was in an "l" shape. The investigation found a kink in the cannula, however, no obstruction of the fluid path was found. Fluid was seen exiting the tip of the cannula when pressurized - the pod did not occlude. Despite the kink, insulin delivery to the customer would not have been impeded or restricted. The cause of the customer's high bg levels is determined to be the presence of the air bubble in the insulin reservoir.

Event description:
The pod's all-history shows that the customer's bg levels had risen to 343mg/dl after a new pod was activated. (Two hours earlier, her bg level measured 172mg/dl.) A correction bolus was administered, but nearly an hour-and-a-half later her bg's had risen to 379mg/dl; a second correction bolus was then administered. Two-and-a-half hours later, however, her levels continued to rise (to 416mg/dl) despite the bolus. The pod was then deactivated; it will be returned for evaluation. Note: she reported that the cannula "appeared to be broken" and was in an "l" shape.